Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested with nausea, vomiting, and diarrhea. The cause of the peritonitis was unknown. The patient was hospitalized for the event and discharged three days later. The patient was treated with intra-peritoneal (ip) antibiotics- cefepime and vancomycin (dosage and frequency not specified) in the hospital and after discharge. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.